Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. After implantation of the closure device, potential thrombus was identified via transesophageal echocardiography (tee) adjacent to the closure device. This thrombus was no longer visualized at the end of the procedure. The patient experienced no symptoms in post follow up two days post procedure and the patient was discharged home two days post index procedure.